Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. Per the pdrn, the cause of the peritonitis was attributed to touch contamination by the patient. This is supported by the culture results of staphylococcus epidermidis and sphingomonas paucimobilis. Staph epi is the most commonly identified cause of pd-related peritonitis as it is part of the normal flora on human skin. Sphingomonas paucimobilis is less common in pd-related peritonitis but is found in soil and water and are associated with immunocompromised hosts. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers for all liberty cycler sets shipped to the patient for the 3-month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n (B)(4) was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) therapy got peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2021 for reported cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus epidermidis and sphingomonas paucimobilis. The patient had a repeat culture on (B)(6) 2021 with the same growth. The patient¿s white cell count (unknown draw date) was at 13 (unknown units). Per the pdrn, the cause of the peritonitis was touch contamination by the patient. There were no reported issues with the liberty select cycler or cycler set related to the event. The patient was reportedly continuing to complete pd therapy during their recovery; however, the pd nurse had no data from the cycler to support these patient claims. No hospitalization was required for the peritonitis event.